Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during dwell 3 of the patient¿s treatment. The connection reportedly loosened between the fresenius apd luer lock connector and the baxter extraneal solution bag. The fluid leak was coming from this connection point. An m31 air detected in cassette alarm occurred in conjunction with the leak. Upon follow up, it was confirmed that the adapter did not completely disconnect from the baxter solution bag. Fluid did not come in contact with the cycler. According to the contact, the patient did not complete their treatment. However, it was confirmed that they were trained to perform manual pd therapy, as well as stat drains if necessary. No visible defects were identified on either product (the apd connector or the baxter bag). The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient was said to be continuing pd therapy on the same cycler with no further issues. The apd connector was not available to be returned for evaluation; the complaint device was reportedly discarded.